Manufacturer narrative:
UDI: (B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: rmt231218/10335887, pxc121400/10329279, pxa230300/9570236 a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention for a proximal type I endoleak and enlargement of the aneurysm (amount unknown). The original components were relined with three additional gore® excluder® aaa endoprostheses (rlt261418, plc161400, pla260300). The endoleak was resolved. It was reported that growth of the aneurysm had weakened the device seal around the renal arteries. The patient tolerated the procedure.